Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: an external visual inspection and functional testing were performed, the device passed the functional testing with no anomalies found. It was noted that the lower case and battery drawer were broken. (B)(4).

Event description:
It was reported that the external pulse generator needed to test the atrial-ventricular internal to zero. It was further requested that it receive its annual test and calibration. The generator was returned for service. No patient complications have been reported as a result of this event.